Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Concomitant: sedr01 ipg, implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that there was a lead alert on the right ventricular lead for undefined impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.